Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, arcing occurred through the monopolar curved scissor (mcs) tip cover accessory, which was installed on a mcs instrument. The planned surgical procedure was completed with a replacement tip cover accessory and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover accessory has three holes burned through the silicone. The holes exhibit localized melting, indicative of arcing. One of the holes is .025" in diameter and is located .185" above the silicone to sleeve interface. Adjacent to this hole are a couple of mechanical tears and gouge marks. There are also two smaller oblong holes in the silicone located approximately .210" and .250" above the silicone to sleeve interface. The customer also returned a mcs instrument believed to have been used in the procedure. Examination of the instrument revealed that there is a char mark located below the proximal pin. When the tip cover accessory was installed on the instrument, it was observed that the location of hole closely matches with the location of the char mark on the instrument.